Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning off. This issue began about two months prior and would occur during the day or while the patient was sleeping. Every time the patient went to use their programmer, it showed their stimulation being off and they knew that they were not turning if off. The patient not getting relief with the device off was noted. The patient was able to turn stimulation back on and at the time of report, stimulation was confirmed to be on. The batteries in the programmer were low, so the patient changed them. The patient met with the manufacturer representative about a week later and no power on reset or end of service messages were noted or had been seen by the patient. The programmer was taken from the patient at that time and they were to come back the following week to see if the implant was still on. When the patient came back in, the implant was still on and per the representative; it did not appear that there was any issue with the device turning off. No outcome was provided with this event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0et04, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was having a return of symptoms along with the complaint. The patient would get stimulation sensation when programmed, but then stimulation would shut off and they would lose benefit. The patient was going to the bathroom every 30 minutes, night and day. Impedances had been in normal range and there was no electromagnetic interference interaction suspected. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A second follow up report will be sent if additional information is received.

Event description:
Additional information received reported the stimulation diary did not show that the device had been turning off. The cause of the event was not determined. The patient¿s program was changed and they had an appointment for (B)(6) 2014. No outcome was provided with this event. Further follow up is being conducted to obtain this information. An additional follow up report will be sent if additional information is received.